Manufacturer narrative:
Additional information added to; d11, h.6 per customer, it is their policy not to provide patient demographics. The customer¿s report of devices that stopped working and then started to alarm was confirmed after a review of the logs and replicated during testing. Results from a log analysis confirmed the error event occurring on (B)(6) 2020 at 11:36 am when two delays were programed in rapid successions on pump module s/n (B)(6) and pump module s/n (B)(6) . Inadvertently, the system alarmed, displaying a system error code 255-16-275 and logged an error 800.8000 in the error log. The presence of several errors ¿pro_date_time_not_modifiable_now¿ were observed between (B)(6) 2020 and (B)(6) 2020. However, these errors did not correlate with the reported error event and do not affect active infusions. Test results from key press replication performed on the system demonstrated the issue is reproducible when two consecutive delays are programmed. The root cause of the customer¿s experience with devices that stopped working and then alarmed was determined to be associated to a software issue that allows deselection of the channel before the active form/program is cleaned up. The tubing sets were not returned for investigation.

Event description:
It was reported that the device was brought to biomed shop due to an unspecified event. Although requested, additional information was not provided. In a non-bd review of the logs, it was found that the device has persistent message "error code=pro_date_time_not_modifiable_now" dating back (B)(6) 2020. It was further noted that the device stopped working and started alarming on (B)(6) 2020 at 11:36am.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the device was brought to biomed shop due to an unspecified event. Although requested, additional information was not provided. In a non-bd review of the logs, it was found that the device has persistent message "error code=pro_date_time_not_modifiable_now" dating back (B)(6) 2020. It was further noted that the device stopped working and started alarming on (B)(6) 2020 at 11:36am.